Event description:
It was reported that the customer was hospitalized twice for low blood glucose. The customer was taken to the hospital by the paramedics and her blood glucose level was 26 mg/dl at the time of their arrival. Troubleshooting was performed. The programming, time/date, basal rates, daily totals, and bolus history were correct. The amount of insulin in the status screen matched with what was left in the reservoir. Ran a displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.